Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon insertion of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the upper buttocks on (B)(6) 2016. It was reported that the patient used an alternative insertion site. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).